Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose level over 600 mg/dl; cause was due to a non-tandem infusion set bent cannula. The infusion set brand and additional information regarding the reported issue was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.